Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen (1000 mcg/ml at 189.5 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that when the pump was interrogated a motor stall and recovery were noted to have occurred on (B)(6) 2019 (the stall lasted 7 minutes). The patient had not had any magnetic resonance imaging (MRI) performed but was noted to have a magnetic bracelet and its exposure to the pump was questioned. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated that the cause of the motor stall was not determined, but was possibly due to a bracelet magnet. Actions/interventions taken to avoid the stall from occurring in the future included advising the patient on (B)(6) 2019 to not wear the bracelet. The patient's weight was (B)(6). No further complications were reported/anticipated.